Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited an e315 (asymmetric scope connection) error code. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the reported failure was the result of a damaged printed circuit board mounted in the scope connector. Olympus will continue to monitor the field performance of this device.